Manufacturer narrative:
Additional information was received and can be summarized as follows: the patient came to the hospital because of shortness of breath, coughing and yellow sputum and was admitted for pneumonia and congestive heart failure (chf). The patient had chronic renal insufficiency with an elevated creatine of 2.1 at the time of the hospitalization. He had a history of diabetic nephropathy and neuropathy, kidney cancer, status post nephrectomy, coronary artery disease, hypertension, myocardial infarction x3. Despite an initial improvement in pulmonary function the patient took a turn for the worse and was made a dnr. The patient was pronounced dead three days after admission to the hospital. The final diagnoses were pneumonia, chf, chronic renal failure. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. (B)(4): analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A bi-ventricular defibrillator system was returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died four months post the implant of the left ventricular lead. Follow-up obtained information that the patient was hospitalized for breathing problems two days prior to death. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. (B)(4): the proximal segment of the lead was returned and analyzed and found to have no anomalies. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) proximal segment. (B)(4) no anomalies found. (B)(4) proximal segment.

Event description:
A bi-ventricular defibrillator system was returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died four months post the implant of the left ventricular lead. Follow-up obtained information that the patient was hospitalized for breathing problems two days prior to death. Cause of death was requested and not received. A bi-ventricular defibrillator system was returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died four months post the implant of the left ventricular lead. Follow-up obtained information that the patient was hospitalized for breathing problems two days prior to death. Cause of death was requested and not received.